Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/2/2020.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please confirm when was it noticed the drain was broken? - pre-op- drain cut or slit while in package/noticed upon opening/ during first time insertion in the patient? Or post-op when device was in use/after the procedure during removal. =>no information. Was the drain broken in 2 or more pieces? =>no information. Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? =>no information. How was procedure completed? =>no information. Was the broken drain removed from the patient drain replaced with a new drain surgically to continue suction? =>no information. Lot number =>no information. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a drain was placed. It was found that the drain had been broken. There were no adverse consequences to the patient. No additional information is available.

Manufacturer narrative:
(B)(4). Additional evaluation summary: the actual sample was returned for evaluation. There is a cut hole on the drain, in the middle of its tube part. Most likely the drain was damaged in use.